Event description:
Defective air sensor. Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed, no alarm or issue linked to the reported event was found. The device was received in lake zurich and its investigation was performed by our local technical team. Although the device log review did not confirm the reported event, tests carried out and elated to air detection failed. The event was reproduced. As per technical manual the air in line sensor was replaced and sent to brézins for further investigation. Note : during ocs test, the clamp motor was found abnormally noisy, so it was replaced as a measure of precaution but this is not linked to the reported event. After a visual check the air sensor was mounted in our volumat test device. Air detection tests were carried out and results were found out of specifications. The reported event was confirmed. A CAPA related to ""out of specification"" air sensor has been opened and is still in progress. Note : some oxydation on the air sensor ceramics was noticed but this is mostly due to a natural oxidation of the silver part of the sensor. This is observed on the opposite side of the electrode which therefore does not affect the functionality of the sensor. Also some samples related to customers complaints have been sent to our ceramic supplier and it was confirmed that the oxydation has no fuctional impact on the electrode.

Event description:
Defective air sensor.